Event description:
Customer reported low blood glucose symptoms with result of 33.1 mmol/l obtained on the mobile system. At 5 minutes later, customer tested 2.2 mmol/l on a bayer meter; he was treated with an injection of glucagon and low blood glucose symptoms improved 5 minutes later. Requested return of suspect device, and replacement was sent.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician advanced the stent delivery system into the bile duct, and when he attempted to deploy the stent, the handle broke. The procedure was completed with another of the same device with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The event occurred in (B) (6).